Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of 320-542 mg/dl due to needing settings adjustments. Reportedly, customer required assistance from helpers at their home by removing pump and administering a manual dose correction injection. Customer updated their settings to address the event.